Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated creatinine results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 506.67umol/l / retest = 51.89umol/l. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and replaced numerous parts. No discrepant results were reported after replacing the parts. A definitive cause of the discrepant result was not identified. Return testing was not completed as returns were not available. A review of the architect c16000 analyzer, serial number (B)(4) service history revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The 12-month search for similar complaints did not identify a trend related to the complaint issue. The most recent product monitoring review for the architect c16000 platform found no systemic issues or trends for the issue associated with this ticket. A review of the architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c16000 processing module, sn (B)(4).